Event description:
It was reported that the right ventricular lead had a one-time impedance spike. The clinic installed the lead integrity alert software and programmed it on. The lead remains in use and will continue to be monitored. It was further reported, a month later, that the lead had another impedance spike that triggered the lead integrity alert. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. However, we did receive performance data collected from the device and have analyzed the data. Analysis revealed an impedance increase. The daily pace lead impedance trend data shows a spike impedance increase for rv (right ventricular) pace equaling 464 to 1064 ohms peak between (B)(6) 2012, then returning to a baseline of 424 ohms on (B)(6) 2012.